Event description:
During a percutaneous lumber fusion at l4/l5. Problem with 1x left l4 redux screw where mantis blades detached from screw. Reinserted by surgeon without issue. Surgeon placed pre bent rod into screws and while advancing blocker into l4 redux screw, it would advance to a point and then disengage, apparently cross threading (would twist and then 'click' and disengage) during final tightening/heavy tightening with a blocker inserter. Screw removed and replaced with another screw. No harm to pt.

Manufacturer narrative:
Add'l info has been requested and if made available will be reported as supplemental. Method, result and conclusion codes will be made available following an engineering eval.